Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date. Returned to manufacturer. The halberd guide wire with two coil fragments was returned for evaluation. Coil elongation was confirmed on the returned guide wire. The coil was fractured and elongated for approximately 37mm from the proximal solder that was originally located at 50mm from the tip to hold the coil onto the core. The exposed core was fractured at approximately 40mm distal to the proximal solder. Microscopic observation found that the fracture end of the core was twisted and had a flat fracture surface, indicating torsions had caused the core fracture. The fracture end of the coil was necked, indicating tensile stress generated as the coil was pulled and elongated had caused the coil fracture. The returned coil fragments were elongated approximately 205mm and 25mm in length. Each fracture end showed necking or had a flat fracture surface that was caused by torsion generated as the coil structure straightened; either characteristic indicated tensile stress had caused each fracture. Measurement of the returned guide wire suggested that approximately 10mm of the core including the inner coil was missing. It was unable to confirm the location of fracture or missing portion of the coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torqueing manipulation had most likely caused the core fractured. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped in the lesion. Further applied tensile stress generated with removal then likely caused the coil to fracture. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, it was unable to completely rule out a possibility that some wire fragment(s) could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that the coil of an asahi halberd guide wire had elongated during a percutaneous peripheral intervention (ppi) to treat a heavily calcified occlusion in the superficial femoral artery. The guide wire was trapped in the lesion when coil elongation was recognized. No additional intervention was necessary for this event. A new guide wire was replaced to resume the procedure. Plaint old balloon angioplasty (poba) was performed and the ppi was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.